Manufacturer narrative:
This report is submitted on march 11, 2021.

Event description:
The patient was diagnosed with a device failure as per an integrity test in (B)(6) 2015. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.